Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. No oversensing was noted and the thresholds stable and normal. Normal dice operation for this lv lead. It was recommended consider raising the lv lead impedance limit. Currently, this product remains in service and no adverse patient effects were reported.